Event description:
It was reported that during a laparoscopic appendectomy procedure, after the stapler was fired, there was pulsating bleeding from the staple line. The stapler was reloaded and fired with the same results. Medium large clips were then applied. The operating time was extended by one hour. There was no other patient consequence.